Manufacturer narrative:
Conclusion and justification status for MDR: the device associated with this report was not returned. The investigation confirms off label usage of the sigma tc3 rp bearing and sigma ps femoral. A device history records review and complaint database search against the provided mismatched device product and lot combination did not find any manufacturing anomalies or additional reported events. The root cause is user error. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address an insert that had been implanted in an off-label manner (a tc3 insert was implanted with a sigma ps femur).